Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicated that crack glue at light guide lens and missing silicon rubber at forceps cover were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.